Event description:
It was reported that the insulin pump was submerged in water. Afterwards, moisture was observed inside the casing. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the battery tube, the battery cap contact, and the motor assembly.